Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. As received, a partial lead was returned in two pieces with the helix stretched and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings were observed. Visual inspection of the partial lead found three external abrasions breaching the optim sheath only and an external abrasion breaching the un-useable lumen exposing the cables distal to the suture sleeve tied down impression consistent with friction to another device or features of the heart.

Event description:
Related manufacturer reference number: 2017865-2021-37067. It was reported that the patient presented with an infection. The entire system was explanted. Further information was requested however was not provided.